Manufacturer narrative:
Report date: 26aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s power supply is bad. Machine runs but gets zero volts. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reported staff unplugged the ac from the wall outlet and replaced the battery due to it depleting. They also advised that they replaced the power switch overlay and still has same issue. There were no significant errors in the logs. The voltages are correct in the pneumatics screen. The rse advised suspect the ui pcba and provided the part ID. Further information is pending.

Manufacturer narrative:
The customer responded to the remote service engineer (rse) and informed that the power supply had zero volts because it was unplugged at the time. The main issue was that the ventilator would turn itself on and off. The customer put in another ui power board which resolved reported issue.